Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant procedure crosstalk was observed on the ventricular channel. Programming changes did not solve the issue. The device remains implanted. Patient monitoring with follow ups will continue.